Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, air was continually drawn into the side port of the sheath. The sheath was re placed which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.